Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI not provided. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The computer, cables and input/output panels were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when connecting the video cable from the imaging system to the navigation system, there was an error with the video not being detected. The site tried different cables with no change. They logged out and logged back in with no change. They rebooted both systems with no change. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value. The video cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The I/o panel was returned to the manufacturer for analysis. The panel was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.